Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the jaws were detached, but were retrieved from the pt. Another instrument was used to complete the case.